Event description:
In 2005, the patient underwent cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the patient was not satisfied with his vision, however, at no time was his vision ever reported as worse than preoperative. Preoperatively, the patient's bcva was 20/30. Immediately after cataract surgery, the patient improved to 20/20, then decreased to 20/30 ucva. The physician performed yag procedures on six different occasions in an attempt to better position the iol. The yag procedures were performed in 2005. In addition, two lasik procedures were performed in order to optimize the patient's vision. The lasik procedures were performed in 2005 and 2006. The patient reported experiencing extreme halos after the first lasik surgery. The halos resolved after the second lasik enhancement. As of 9/06, the patient has been diagnosed with vitreous floaters and vitreous detachment, secondary to multiple yag laser procedures.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The lens remains implanted in the patient and is therefore unavailable for evaluation. The physician reports that the root cause of the patient's halos was multiple lasik surgeries performed (6 total), combined with the large pupils. Glare and halos are a known adverse effect of lasik surgery. It is well documented in the published literature that patients with large pupils are at increased risk of developing glare and halos post refractive surgery. The physician reports that the cuase of the vitreous floaters was vitreous detachment, secondary to multiple yag laser procedures.